Event description:
It was reported that the patient underwent a revision of a posterior laminectomy and fusion at l5-s1 with removal of hardware. Approximately 19 days post op, the patient noticed signs of infection. The patient had fever, fatigue and back pain. Wound cultures were taken which found (B)(6). The patient was admitted to the hospital for irrigation and debridement of the lumbar spine wound. The patient was discharged from the hospital 4 days later and continued IV infusions at home for 6 weeks.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 54840006535, #54840006540, #54840007535, #5440030 and #2991022, lot # h13k0599. (B)(4). Location : hospital . Part #s: 54840006535, #54840006540, #54840007535 - 510k k091974; 5440030 ¿ 510k k102555; 2991022 ¿ 510k k073291. Manufacture date for lot h13k0599 is 10/09/2013. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.